Event description:
The customer reported generating erroneously low sodium (na) results for multiple patients from an beckman coulter au5400 clinical chemistry analyzer which were reported out of the lab. Amended results were issued for all the patients involved and the customer indicated the error was caught before patients could be treated. There was no injury, death or affect to patient treatment in connection with this event. The customer provided 1265 patient results to beckman coulter and review of the data indicated some of the differences between the original and amended results were within precision claim of the assay.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched on the same day the complaint was filed and discovered gel on and inside the sample probe. The probe was replaced and the pinch valve tubing was also replaced due to slight discoloration. The roller pump tubing and sample syringe were replaced as a precautionary measure. A 40 patient study was performed by the fse with good results and repair was verified per established procedures. Root cause of the issue is unknown but may be attributed to partially occluded sample probe, faulty syringe, or lack of maintenance in changing tubing.